Event description:
It was reported that the insulin pump alarmed recurring button errors. The caller did not know the blood glucose reading. The customer was advised to contact a doctor to acquire a new insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.